Event description:
It was reported that during a sleeve gastrectomy procedure, on one firing with a gold cartridge, tissue milking occurred during the firing and malformed staples were discovered post firing. It is unknown on which firing the issue occurred. No buttressing material was used. The case was completed with the same device and the staple line with malformed staples was over-sewn. The sleeve was leak checked and passed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.